Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard tibial component, catalog #: ni, lot #: ni. Unknown vanguard tibial bearing, catalog #: ni, lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices currently remain implanted. The complaint sample was not evaluated and the reported event was not confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see all reports associated with this event. 0001825034-2018-08236, 0001825034-2018-08237, 0001825034-2018-08239.

Event description:
It is reported that the patient was treated with antibiotics to address wound complications six (6) weeks following left knee arthroplasty. No additional patient consequences were reported.